Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iens was put inside cartridge and the injector going inside the eye, the lens was not moving forward, and it got stuck into the cartridge. Additional information has been requested.